Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mptc. Implanted: (B)(6) 2018. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the lead disconnection was determined. The most likely cause of the event was due to the battery died/expired. When asked about the steps taken to resolve the issue, the hcp stated that the lead and battery were explanted / reimplanted for better MRI compatibility on (B)(6) 2026. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mptc implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 15-dec-2021, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that in about 5 months ago their spinal cord attachment became disconnected leading to a replacement. Agent documented reported event. No further action was taken by the agent.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mptc. Implanted: (B)(6) 2018. Explanted: (B)(6) 2026. Product type lead correction sent for coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.